Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse performed the indwelling needle infusion operation on the patient. Before the operation, the nurse opened the package, pulled out the needle cap and checked against the light, and found that there was a little unknown foreign object in the middle of the indwelling plastic needle core, and immediately took it back to the office. Report to the head nurse, give the patient an infusion after replacing the indwelling needle, explain the work to the patient, and the patient has no opinion.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2262334 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.